Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified black particulate matter located at the heat seal bead of the patient line. The reported condition was verified. The cause of the condition was manufacturing related. The particulate matter on the patient line was determined to be residual from an arc during the rf (radio frequency) welding process; intrinsic to the manufacturing process. Due to a photo only, the sample analysis was unable to determine the particulate matter was inside or outside the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter in the patient line of an amia automated pd cycler set. It was further described as "a black ring on the tubing near the patient line port¿. Further stating, ¿it could not be scratch off with a fingernail, so it appears to be inside the tube". This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.